Event description:
It was reported that this right ventricular (rv) lead was explanted for an unspecified reason. It was noted that the patient was subsequently implanted with a left bundle branch (lbb) pacing configuration. Additional information is being request from the field. No additional adverse patient effects were reported. This lead has not been returned for analysis.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts are being made to try and retrieve the device; however, a response has not been received yet. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted for an unspecified reason. It was noted that the patient was subsequently implanted with a left bundle branch (lbb) pacing configuration. Additional information is being request from the field. No additional adverse patient effects were reported. This lead has not been returned for analysis. Additional information was provided. This rv lead was explanted due to a rise in shock impedance. No additional adverse patient effects were reported. This lead has not been returned for analysis.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts are being made to try and retrieve the device; however, a response has not been received yet. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.